Event description:
It was reported that the vena cava filter would not advance through the sheath. Using a femoral approach, the physician was able to advance half way through the catheter and could go no further. He removed the system and used another vena cava filter for a successful placement. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attn to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was returned and evaluated, which included the filter, the pusherwire, the storage tube, and approx 1/3 of the introducer sheath. The dilator was not returned. The tuohy nut was very tight and the delivery sys was rec'd with the introducer sheath attached to the storage tube. The introducer sheath had been cut off and approx one third of the sheath was returned. The g2 filter was inside the returned portion of the introducer sheath. Initial visual inspections did not show any abnormalities. When advancing the pusher wire, the filter could be advanced through the introducer sheath, but resistance was met at the proximal cylinder stop . The proximal cylinder stop was catching at the distal end of the storage tube and the proximal hub end of the introducer sheath. The proximal cylinder stop could not be advanced through the storage tube. Under magnification, excessive glue was found in the joint. The result of the investigation was confirmed for failure to deploy due to excessive glue on the proximal cylinder stop on the push wire. Corrective action taken: retraining of all employees for this type of failure mode. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.